Event description:
It was claimed that a 6cfs tracheostomy tube broke in half while in use on a pt. The caller is the pt and he reported that the tube was replaced with one of the same model. The caller reported that the replacement tube broke in the same fashion. A second will be cross referenced.